Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade ii/iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: leak.

Event description:
Company representative reported on behalf of patient, "swelling of my breast", "tender to touch", "significant emotional distress", "damaged and started to leak", and "the left implant shows a subcapsular line, inverted tear drop, linguini, and lettuce oil mark. Laterally, free silicone is visible outside the capsule, as a sign of extracapsular rupture, confirmed via mammogram, ultrasound and MRI. Record is for left side. Device has been explanted and replaced.

Event description:
Patient reported "swelling of my breast", "tender to touch", "significant emotional distress", "damaged and started to leak", and "the left implant shows a subcapsular line, inverted tear drop, linguini, and lettuce oil mark. Laterally, free silicone is visible outside the capsule, as a sign of extracapsular rupture, confirmed via mammogram, ultrasound and MRI. Healthcare professional later reported "the left implant ¿ expansive rupture, capsular baker grade 2-3", and "breast pain." Record is for left side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear) and missing assessed as inconclusive. Shell thickness was within specification). ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ edema: unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device.